Event description:
After never experiencing bloating before, I have experienced severe abdominal bloating for almost two years since my essure has been in place. At times, my abdomen get so large it appears that I am 5-6 months pregnant. That bloat can vanish the next day. This all coincides with insertion of the essure.